Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the presenting electrogram, and on recorded episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.